Event description:
The clinician reported that the tip of the endoscopic vein harvesting device broke off prior to being inserted into the patient. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Therefore, patient information is not applicable. The customer reported that the endoscopic vein harvesting device tip broke off prior to being inserted into the patient. There was no patient involvement. One bipolar device was returned to sorin group USA for evaluation. The visual inspection revealed that the bipolar jaw tip was broken. Testing has shown that the material used in the plastic protective cap may weaken the precision bipolar upper jaw and cause it to break. A new protective cap has been implemented to eliminate that possibility. A field action has been initiated alerting all customers of the issue and providing instructions on the safe use and return of the product. A follow-up report will be filed once a corrective/removal reporting number is assigned by the FDA district office.